Event description:
It was reported that the patient presented to the ER (emergency room) because of a syncopal episode; his heart rate was in the 20s. Interrogation showed a por (power on reset) occurred on 6/7/06. It also showed that eri (elective replacement indicators) was detected, and battery/lead measurements were not available. Neither por or eri were able to be reset. The device was explanted and returned. No further patient complications have been reported as a result of this event.